Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the white cannula cap came off and was retrieved. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device with the cannula cap detached from the cannula tabs and missing was returned for evaluation. Upon evaluation, the device was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. Device was disassembled and no damages were found on the internal components; indication of excessive forces could have being noted on the cap that was not returned for analysis.